Manufacturer narrative:
(B)(4).: additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd and thrombosis. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that this bioprosthetic aortic valve, implanted for one (1) year and 11 months, due to stenotic degeneration and high gradients (max/mean 78/53mmhg). Per the medical notes provided, during explant, the leaflets were noted to be thickened due to the presence of thrombotic material and pannus. Redo-avr was performed with another edwards bioprosthetic valve. The patient also underwent mvr during this procedure. The patient was noted as hospitalized in stable condition after the procedure. The explanted valve was sent to hospital microbiology for examination and results were positive for streptococcus.